Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported that every time the patient went for an adjustment they had severe pain. It looked like they were having a seizure. Their arm would go up and curl, it would go all the way down to their leg. The doctor changed the patient's settings and now they didn't have severe pain when they went in for an adjustment. The patient can feel trembling inside them when the stimulation was off. It was hard for the patient to turn the stimulation back on. The patient said when they used the magnet, they could barely get it up there to turn the stimulation back on. The patient said it seemed like the trembling has gotten worse. The device was more in their breast now and not in their chest, due to age, the patient said. No further complications were reported as a result of this event.

Manufacturer narrative:
Product information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the reported issues stemmed from a device programming issue and that a change in the device programming in 2016 resolved the issues. No further patient complications have been reported as a result of this event.